Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the piece that is seated onto the carbon fiber material (shaft) on the articulating portion of the fenestrated bipolar forceps instrument, popped off and turned sideways in the patient. The customer was unsure if fragments were still in the patient and they are not planning to do any post operative tests. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer believes all pieces are accounted for. The device could not be pulled through the port, therefore the fenestrated bipolar forceps instrument was pulled out with the port attached. All fragments were confirmed to have been retrieved via visual inspection. No additional medical intervention nor post-operative tests were required to address the issue. It is unknown how long the instrument was used prior to the issue; however, no damage was prior to use. It is unknown what surgical task was being performed when the issue occurred.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/k10211213) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.